Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the stratafix suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical/medical intervention required for the wound dehiscence including date and findings. The wound dehisced in 3 locations. Was one stratafix used or was there more than one? After the spitted suture was removed, was re-suturing required? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Were there any precipitating stress factors for the wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Does the surgeon feel that the patient¿s eating disorder and not wanting to eat or drink after the surgery contribute to the wound dehiscence? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a posterior spinal fusion procedure on an unknown date and a barbed suture was used. Approximately four weeks post-op, the patient was seen there was no infection but in three locations the wound had dehisced and was ¿spitting¿ suture. The surgeon removed the spitting suture, but no other treatment was indicated. It was also reported that the patient did not want to eat or drink after the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: three sealed packets of product code sxpp1a201 were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. Two important characteristics describe the in vivo performance of absorbable devices: first, tensile strength retention, and second, the absorption rate (loss of mass). Stratafix¿ symmetric pds¿ plus device has been formulated to minimize the variability of these characteristics and to provide wound support through an extended healing period. Stratafix¿ symmetric pds¿ plus device is completely absorbed by 210 days post implantation. The results of implantation studies indicate the percentage of original strength that is retained (14 days 75%, 28 days 65%, 42 days 55%). As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.